Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than six years since the device was delivered. It is likely that the lock on the video connector was worn out and the electrical contact of the video connector became unstable, leading to the flickering / disappearing image.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a worn video connector latch was found, causing loss of image when manipulating (i.e., wiggle) the pigtail.

Event description:
A user facility reported to olympus that the image from the cv-190 to the monitor was randomly disappearing. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.